Event description:
After filling the syringe with iodinated contrast solution the removable white spike adaptor (included in the syringe set) becomes stuck to the syringe tip. The white spike adaptor normally screws on and off after the syringe is filled with contrast. On a few occasions the white spike appears to be stuck and does not easily unscrew. With force, the white spike adaptor is able to be unscrewed, but this damages the tip of the syringe and is no longer a usable device.